Manufacturer narrative:
The device was in use for treatment. This right atrial lead was capped/abandoned and will not be returned for analysis. It was implanted for approximately 14 years; no adverse patient effects were reported. Qa is unable to review the device history records for this lead model as it is beyond oscor's record retention procedure and may be destroyed. Although a root cause of this failure could not be determined, potential causes of this failure may be: unsatisfactory electrode position and physician damages coating on tip during implant. The potential effects from this type of failure include: less efficient pacing and more frequent battery replacement, intermittent or continuous loss of pacing or sensing, and lead may require a second procedure for repositioning or removal. This lead is no longer manufactured and the last sale was in year 2009. Based on this information, a CAPA is not required. Oscor will continue to monitor this product for complaint trends. Controls are in place during manufacturing for electrical and visual verification. In addition, qa in-process and final inspection verify the electrical resistance is checked with a multimeter and readings are on the work order. Also, all tubing is inspected according to the procedure criteria/inspection of polyurethane and silicone tubing. The instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The IFU precautions the user: perform procedure under fluoroscopic guidance.

Event description:
The customer reported this right atrial lead was capped/abandoned due to high pacing thresholds. Patient outcome: hospitalized and medical or surgical intervention; new atrial lead implanted. No patient adverse effects reported. The lead was actively implanted for approximately 14 years.